Event description:
Patient required a biopsy of the left breast. The target lesion was a group of suspicious microvalcifications. A biopsy attempt was made with the en-bloc device. Stereo imaging. The probe did not complete its closure and a small amount of biopsy sample was obtained. Patient was sent home without a second biopsy attempt. The amount of tissue obtained was insufficient for a good diagnosis. The patient will return to the clinic for another biopsy attempt (in 05/2002).